Event description:
The patient's blood glucose measured 200 mg/dl at 7:00 am, but he was hospitalized with bg >900 mg/dl around 2:00 pm. He was given 10 units of insulin by syringe. The pod was worn on his abdomen. The patient is on dialysis.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hospitalization for hyperglycemia. No qualification records were reviewed because no product lot number was reported.